Event description:
Customer stated that upon depression of the foot pedal the tumescent infiltration pump is failing to consistently deliver fluids through the pump tubing. No patient injury.

Manufacturer narrative:
Investigation of the (B)(4) pump was completed april 13, 2015.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: investigation results determined a failure on the pump head assembly.